Manufacturer narrative:
Per md belief patient had an allergic reaction to the implants and explanted them no further information was provided by the md and implants were not returned.

Event description:
Unknown infection or allergic reaction.

Manufacturer narrative:
G2 & g5 provided information are not appearing on submitted report review, this was an initial 30 day and was provided by a health professional and distributor.